Event description:
Boston scientific received information that this device was implanted in mid-april 2013. The patient was discharged the next day following a normal pre-discharge assessment of the device's operation and functionality. Later that day, the local representative received a page that this patient's heart rate was reported to be in the 40 bpm range and was associated with a syncopal episode. The patient was unresponsive and was admitted into the hospital's intensive care unit (ICU). The patient was seen again and it was determined that the low heart rate was due to three slow beats that occurred when the rhythmiq featured switched the device's brady mode from aai back to ddd. The device's rhythmiq featured was reprogrammed off and the av delay was reprogrammed to 350 msec. The local representative confirmed capture following device interrogation. Because of the unexplained syncope, the device's sudden bradycardia response (spr) feature was programmed on. Four days later, the patient was admitted to the emergency room (ER) due to near-syncope. A family member reported that the patient's device "was not capturing" based heart rate. Lead diagnostic measurements found that the right atrial (ra) pacing threshold was .5 volts at 0.5 ms associated with 6.5 mv p-waves and 371 ohm impedance. The right ventricular (rv) pacing threshold was .8 volts at .5 ms. The rv r-waves was 14.0 mv with a measured impedance of 565 ohms. Upon review of stored data, two sbr events had been recorded. It was concluded that one of the sbr events correlated with the patient's near-syncopal episode. Technical services reviewed returned printouts and concluded that device operation was normal based on current programming. Ts suggested programming options to optimize the device's sbr feature. Ts was informed that the local representative was planning to discuss options with the physician. Subsequently, boston scientific received information that no reprogramming changes were made at this time.

Manufacturer narrative:
The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.